Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08294. It was reported the pt is experiencing pain at her scs ipg site with stimulation both on and off. Additionally, it was reported the pt has invalid impedance readings from her scs lead. An sjm rep met with the pt and confirmed invalid impedances. The pt's lead also appears to be fractured. The pt is consulting with her physician regarding possible surgical intervention to address the issues.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-08294. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg and lead was explanted and replaced with different models (reference MFR. Report#: 1627487-2015-26145 and MFR. Report#:1627487-2015-26146). The patient is reportedly doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Field correction:1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-08294. Follow-up information indicated the patient was without stimulation. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprograming was unable to resolve the issue. X-rays did not reveal any anomalies. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.